Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 20-0074 corrective action 6. The error could not be detected despite endurance testing and intensive stress. The camerahead was submitted to repair in february 2020. At that time the shutter mechanism, the camera-cable, the optic-window and an optic-lens was replaced. No defects have been detected since the last repair. All tests have been passed. The event is filed under internal karl storz complaint ID (B)(6).

Event description:
It was reported that there was event with a image1 h3-z full hd camera head. According to the information received, the camera system failed during use (laparoscopic surgery). Information about patients health was not provided. Additional patient information is not available. Date of event unknown.